Manufacturer narrative:
Summarized patient outcomes/complications of venous-only approach for transcatheter patent ductus arteriosus closure in infants were reported in a research article in a subject population with co-morbiditie including patent ductus arteriosus. No complications were reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: venous-only approach for transcatheter patent ductus arteriosus closure in infants: is it time for change?

Event description:
The article, "venous-only approach for transcatheter patent ductus arteriosus closure in infants: is it time for change?", was reviewed. The article presented a retrospective, single center study that hypothesized that patent ductus arteriosus (pda) closure in infants could be performed safely and effectively without arterial access. Devices included in the study were amplatzer duct occluder, amplatzer vascular plug ii, dap, medtronic microvascular plug, microplug set, and amplatzer piccolo. The article concluded that venous-only approach for transcatheter closure (tc)-pda closure in infants is as effective and efficient as the standard approach. The added advantage of eliminating arterial injury increases the safety for tc-pda in small infants. [The primary and corresponding author was (B)(6), (B)(6) with corresponding email: (B)(6). The time frame of the study was from 01 january 2019 to 31 december 2024. A total of 150 patients were included in the study, of which 135 (90%) received an abbott device. In the standard approach group, the average age was 252 days, the average weight was 7.1kg, and the majority gender was female. In the venous-only approach group, the average age was 93 days, the average weight was 3.2kg, and the majority gender was female. Comorbidities included patent ductus arteriosus.